Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 6/1/2026 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: h6. H6 component code: c22 - photo analysis. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 photo summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photos shows two open foils with j977h product codes, the lot #10c4m8, expiration date 2030-10-31, the image is not clear to determine the failure mode or the reported condition. As the device was not returned, an analysis investigation could not be performed. Based on the photo review, the event reported is not confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected data: h6 health effect - impact code.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any patient consequences? Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). "D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. "

Event description:
It was reported that a patient underwent an unknown procedure in 2026 and suture was used. It was reported by the sales rep that, during wound closure, two - 1 vicrly (ctx) suture tips broke off. Initial count was correct and first closing count was correct. The broken tips were noted to surgeon and circulator by surgical residents immediately upon noticing the error. Surgeon prompted team to stop skin closure and look for suture tip. One suture tip was recovered and surgeon requested to call for a two view flat plate xr of the knee. After x rays were taken, the second suture tip was located and recovered upon visualization of the intraoperative radiographs. After both suture tips were out accounted for, a final xr was taken and closure resumed. Radiologist dr. N confirmed that no sutures or other surgical instrumentation is visualized in final xrays. Notified charge rn and nurse manager of discrepancy and recovery of items. No adverse patient consequences were reported. Additional information was requested.